Event description:
Pt was being treated for three vertebral body compression fractures using the kyphx system and pmma bone cement (brand unknown). The procedures were tolerated well under a local anesthesia. Postoperatively the pt became dyspneic and hypoxic with po2 saturations of 70%, and was given supplemental oxygen. A lung scan revealed no diffusion defects, but material could be seen on a chest radiograph. Repeat radiographs of the lumbar spine revealed a small amount of bone cement in the spinal canal; however the pt has no neuromuscular symptoms due to the extravasation into the canal.